Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via a phone call a blank display, off no power and low battery alarm. Blood glucose at the time of incident was unknown. The customer states the blank display occurred after the battery change. The customer states the display reappeared after multiple battery changes. The customer state the insulin pump alarmed low battery and the off no power. There was also an instance where the pump went off without a low battery alarm. Troubleshooting was not performed. The device will not be returned for analysis.